Manufacturer narrative:
(B)(4). Date sent: 10/07/2019 date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: comparative analysis of laparoscopic fundoplication and magnetic sphincter augmentation for the treatment of medically refractory gerd. Authors: william o. Richards, m.d.; carly mcrae, b.s. Citation: the american surgeon. 2018; vol 84. The authors have recently introduced laparoscopic magnetic sphincter augmentation (msa) combined with hiatal hernia repair for treatment of patients with medically refractory gastroesophageal reflux disease (gerd). Msa is a novel surgical approach to the treatment of severe gerd, in which magnetic beads are secured around the lower esophageal sphincter, augmenting the lower esophageal sphincter function as an anti-reflux barrier. The authors hypothesized that patients undergoing msa will achieve gerd relief, equal to that obtained after laparoscopic nissen fundoplication. A total of 38 patients underwent laparoscopic anti-reflux surgery. Of which, 6 of the patients underwent fundoplication and 38 patients underwent msa. The msa was performed by dissecting the posterior vagus nerve away from the esophagus at the level of the gastroesophageal junction and then using the esophageal sizing device to determine the size of the linx device (ethicon) to be implanted. The linx magnetic beads are then placed around the esophagus between the posterior vagus and esophagus and clasped together, which positions the device at the ge junction to augment the les and prevent reflux. In the msa group, reported complications included one patient with: severe dysphagia not responding to endoscopic dilation, scar formation around the linx beads, and mild esophageal dilation that was unresponsive to endoscopic dilation; all of the cases which required removal of the linx beads. In conclusion, the study shows that msa is a safe, minimally invasive anti-reflux procedure without the negative side-effects such as gas bloat, inability to belch, and inability to vomit, commonly associated with the nissen. Msa and lf significantly improve gerd symptoms and dysphagia in patients who have ppi-resistant gerd symptoms to the same degree.